Event description:
It was reported by a vns pt that after her prophylactic generator replacement on (B)(6) 2011, she started experiencing dysphagia, dyspnea, voice alteration and decrease perception of stimulation. Pt was instructed by surgeon to disable the device by placing a magnet over the generator. The dysphagia and voice alteration became less intense but they were still present. Pt reported that she was having difficulty breathing immediately after surgery as well. The pt saw a neurologist and he reported that adverse events of dyspnea, dysphagia and voice alteration were present even after the device was disabled. However, the treating neurologist did not know why the pt had a decreased perception of stimulation even though she was at her previous settings. Pt's last known settings were 1.0ma/250usec/30 seconds and magnet mode of 1.25ma/500usec/60 seconds. The system diagnostics were within normal limit (ok/ok/ok/dcdc=1/eri=no). The pt decided to leave her device 'on' and was advised to see an ent specialist. The treating neurologist believed that voice alteration may be related to intubation at the time of surgery. Later, pt notified the manufacture that she was admitted to emergency room and the attending physician and neurosurgeon examined pt's airways and believed that she has partial paralysis of the vocal cord. The device was turned off at that time. Good faith attempts to obtain more info regarding pt's vocal cord paralysis have been unsuccessful to date.